Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for diabetes ketoacidosis with a blood glucose level of 699 mg/dl. The customer was in the critical care unit and on an insulin drip. The customer experienced the following symptoms: vomiting, abdominal pain, weakness, drowsiness, and diarrhea. Standard troubleshooting was performed. It was discovered that the customer had not been bolusing. She stated her meter was linked to transmit her blood glucose levels to her insulin pump and she had thought the insulin pump was automatically giving her insulin. This was not the case. The customer would have needed to accept a bolus to have it delivered. The customer was informed of this fact. Further troubleshooting was declined. The product is not being returned. Nothing further was reported.